Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2026. On (B)(6) 2026, the patient reported cgm inaccuracies, noting that the cgm consistently displayed ¿high¿ mg/dl readings. Although inaccuracies were alleged, no bg meter comparison values were obtained at that time. The patient was wearing an omnipod insulin pump, was asymptomatic, and self-administered insulin. On (B)(6) 2026, at approximately 2:30 am, the patient recorded a bg meter value of 377 mg/dl; the cgm value could not be recalled. The patient remained asymptomatic. Approximately 10 minutes later, the bg meter again read 377 mg/dl, while the cgm displayed 53 mg/dl. At approximately 6:34 am, the bg meter reading was 487 mg/dl, while the cgm provided an unspecified low value. The patient remained asymptomatic during these readings. At approximately 9:30 am, the patient became minimally responsive with altered mental status, which the family described as a ¿diabetic coma.¿ the patient¿s father believed the patient¿s bg level was very low at that time; however, no bg meter or cgm values were reported. The family contacted the patient¿s endocrinologist for guidance and administered glucose gel and cookies while preparing for transport to the emergency department. During this period, the patient regained alertness, and the family decided not to proceed to the emergency department. Following treatment, the patient¿s condition improved, and the patient was able to attend school later that day. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator on (B)(6) 2026 and (B)(6) 2026. The reported glucose values fall within the d zone of the parkes error grid on (B)(6) 2026. The data investigation found a difference in values that fall within the d zone of the parkes error grid on (B)(6) 2026. No additional patient or event information is available.